Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative reported via e-mail that the customer was called and he stated that he had been experiencing low blood glucose levels. Blood glucose value is unknown. The customer stated he would wake up low enough to the point that he eats breakfast without having to bolus. The customer also reported that the insulin pump has a motor error alarm. Troubleshooting was not performed. The customer was called the next day and he adjusted the basal rates from 1.1 to 1.0, there had been no changes in his routine and his blood tests do not show any type of insulin retention. The customer agreed to meet with training for assistance. The device will not be returned for analysis.